Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that an implant at tooth site # 47 was removed due to a nerve injury. The doctor reported acute paresthesia that did not subside and resulted in surgery.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg) for evaluation. Visual evaluation was performed, the implant shows signs of wear/use. Bone debris observed on its external threads. Some damage identified around its collar is likely caused during removal. No damage that would cause or contribute to the reported event was identified. Measurements match drawing. DHR review was completed for the subject lot number 1283241. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1283241 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : nerve damage¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and/or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.